Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (belt cannot communicate with a monitor) has been confirmed. As received, the belt could not communicate with a monitor. Upon evaluation the yellow (pgnd) wire was found to be open inside the trunk cable. The cause of the failure was the open wire. The root cause of the open wire cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt.